Manufacturer narrative:
Continued import for export. (B)(4).

Event description:
Pentax medical was made aware of an event on (B)(6) 2020 that occurred in the operating room during use in the united states. The customer complained of no video image, involving a pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user facility responded to a good faith effort(gfe) attempt via email on 05-oct-2020, they confirmed the colonoscope image cut out during diagnosing reported patient chronic abdominal paint. The no video image resulted in a prolonged procedure with presumably additional anesthesia, which the user facility documented as a potential risk to the patient. No serious injury or death of a patient or user was reported. Pentax medical was made aware of an event that occurred in the operating room during use in the united states. The customer complained of no video image. The endoscope cuts out during procedure that lead to medical intervention of additional anesthesia and a possible delay that put the patient at risk for adverse events, involving a pentax medical video colonoscope. Based on good faith effort responses received from the user facility via email on 05-oct-2020, they confirmed they became aware of the event during a procedure probably diagnosing reported patient chronic abdominal paint. The no video image resulted in a prolonged procedure with presumably additional anesthesia, which the user facility documented as a potential risk to the (B)(6) year old female patient. The customer owned colonoscope was received by pentax medical for evaluation on 08-sep-2020. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the users complaint and documented the following inspection findings on 09-sep-2020: image dark, failed dry leak test, lightguide prong cover glass set loose, failed wet leak test, lump on umbilical cable, air/ water nozzle glue worn, leak at # 1 remote control button cover, and air/ water socket o-ring chipped. Although the loss of image was not duplicated, the colonoscope underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy, bending rubber, shield pipe for ccd, signal wire for ccd, conductive plate, remote control button(1), and operation channel. Pentax medical model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2017. The colonoscope was repaired and returned to the customer on (B)(6) 2020 under delivery number (B)(4).

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.